Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 4.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, upon inflation before reaching the nominal pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.